Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor's electrode was missing. The transmitter did not blink when attached to the sensor. Customer's blood glucose level was 10.5 mmol/l. The device was not returned.